Event description:
It was reported that the surgeon inserted a 21.0 diopter aa4204vl silicone plate lens and the trailing haptic tore. The lens was removed with no patient injury. The reporter indicated that the cause of the torn haptic was due to the injector. Another same type lens was implanted. The patient's current condition is good.